Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file from the customer's report was returned for review. Review of the file did find evidence that could have contributed to the resetting of the device. Without evaluation of the device, root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would reset/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.